Event description:
It was reported that during a meniscus repair surgery, the t2 implant of a fast fix 360 could not be deployed. It is unknown if there was a surgical delay. Back up device was available. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of the device showed that it was returned in the original box with the batch number of the complaint on the label. The t1 is missing. The t2 and suture were returned off the needle. The actuator is in the pre-t1/post-t2 position. There is bio debris in the needle. A functional evaluation of the device showed that it cycled as intended. An evaluation of image one showed a device and the t1/t2/suture inside of a shipping pouch. The knot appears to be tightened down. Image two shows a device inside a shipping pouch with the batch number of the complaint on the label. Only one t is visible. It doesn't appear to be the same as the device in image one. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.